Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the ventricular output and the case were broken. Analysis also found that the battery release and keyboard pad were contaminated, the ring cover, two side bail covers, lead flex cover and battery drawer were broken and the battery contacts were compressed. (B)(4).

Event description:
It was reported that the ventricular output and the case of the external pulse generator were broken. The generator was returned for repair. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the ventricular output and the case of the external pulse generator were broken. The generator was returned for repair. It was indicated that there was no patient involvement associated with this event.